Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and failed due to usb connector damage. Receiver charge and boot tests were performed and failed due to damaged usb connector. Pictures were taken. An internal visual inspection was performed and passed. Performance data was not reviewed due to damaged usb connector. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to the receiver not turning on. Functional tests were not performed due to the receiver not turning on. An alarm/alert manual test not performed due to the receiver not turning on. An internal visual inspection was performed and passed. The speaker and vibrator resistances were measured and passed. Performance data was not reviewed due to the receiver not turning on. The probable cause could not be determined. No injury or medical intervention was reported.